Event description:
It was reported that 3 different needle sftygld 25x5/8 rb were used to try and inject "a more viscous chemotherapy medication sq" during use, but all failed until a fourth needle successfully administered the drug. The following information was provided by the initial reporter: "one of our nurses had difficulty administering a more viscous chemotherapy medication sq using the bd 25g x5/8 needle recently. . She had to switch through 4 different needles, with the fourth needle finally being able to administer the drug. She noticed the first three needles were all from the same lot number #9301012. Unfortunately, she did discard the needles since the drug was chemotherapy. There was no patient or nurse injury."

Manufacturer narrative:
H.6. Investigation summary one photo was received and evaluated. The photo depicted the top web side of three safetyglide packages, confirmed to be from batch #9301012 (p/n 305901). No defects could be observed in the photo. No physical representative samples were received for evaluation. The reported defect was not identified in the photo received and no definitive root cause could be defined. No corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 different needle sftygld 25x5/8 rb were used to try and inject "a more viscous chemotherapy medication sq" during use, but all failed until a fourth needle successfully administered the drug. The following information was provided by the initial reporter: "one of our nurses had difficulty administering a more viscous chemotherapy medication sq using the bd 25g x5/8 needle recently. . She had to switch through 4 different needles, with the fourth needle finally being able to administer the drug. She noticed the first three needles were all from the same lot number #9301012. Unfortunately, she did discard the needles since the drug was chemotherapy. There was no patient or nurse injury."